Event description:
It was reported a remote monitor red alert transmission was received and indicated a lead integrity alert had occurred due to right ventricular lead out of range impedance. The patient is noted as being deceased. Additional information obtained noted the patient¿s remote monitor was present in the bedroom and the patient passed away in the living room. The patient was moved to the bed and the alert transmission was triggered. The cause of death is unknown and no additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Continuation: d314trg implantable cardioverter defibrillator (ICD)  implanted: 2012-(B)(6); 419488 implantable pacing lead implanted: 2007-(B)(6); 407652 implantable pacing lead implanted: 2007-(B)(6). (B)(4).